Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representative regarding a patient receiving lioresal (2000 mcg/ml at 760.2 mcg/day; lot # not provided) via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s other medications were valium, clonidine, albuterol, flovent, neurontin, keppra and phenobarbital. The patient¿s medical history included cerebral palsy, autonomic dysreflexia, scoliosis, spastic quad and hydrocephalus. On (B)(6) 2016, the pump and catheter were replaced due to a pocket infection. No patient symptoms were reported. Additional information was received on 23-mar-2016 from a company representative and it was reported that an infection was not found. It was ruled out with a culture test. Additional information was received from an hcp on 30-mar-2016 and it was reported that the patient had no symptoms related to the event. The cause of the event was wound dehiscence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.